Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02779. It was reported the pt stopped using her scs system after she received the letter from sjm informing of the recall for her scs system charger. The pt stated she did not experience any heating while charging her ipg. The pt also stated her system did not help relieve her pain as much. The pt is in the process of finding a physician to have her scs system removed. Surgical intervention is planned for a later date. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.